Manufacturer narrative:
Affected side is not specified. Following device information was provided: sn: (B)(6)/ lot no 556560. Sn: (B)(6)/ lot no 557670. Continued h6 (health effect - impact code): f2203. Primary doctor: (B)(6). Proposed plastic surgeon: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: lymphoma-alcl-suspected (histopathological markers not provided).

Event description:
Patient reported unknown side "would like to know what if any resources are available for the textured breast implant recall", "patient has symptoms of bia-alcl. Doctor has ordered bloodwork and breast ultrasound". No histopathological markers have been provided. Device status unknown.